Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced five times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "board failure" was not confirmed by baxter personnel during product evaluation. Upon additional investigation of the event history by quality engineering, the last failure code to occur prior to device evaluation was 550:320. The root cause was assigned to a damaged speaker harness. The rear housing was replaced to correct this condition, as the speaker harness is part of the rear housing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a "board failure". It is unknown when this event occurred; however, this event occurred in the central supply area. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.